Manufacturer narrative:
Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that upon slit lamp examination, following an intraocular lens (iol) implantation procedure, there is a suspicion of glistening's with the iol. Additional information has been requested; however, further information has not been received.

Manufacturer narrative:
The product was not returned for analysis. Two photos were provided and reviewed. The photos show a medium-sized optic section directly illuminating the central portion of the iol through a small non-dilated pupil. Within the area of the iol that is visible (which is very small due to the non-dilated pupil) there appears to be two linear streaks of unknown provenance that form an "a" shape. The general look of the iol seems to have a mottled appearance which could be perceived as diffuse refractile particles. If these particles are present, it is difficult to determine the full extent or the etiology. Refractile particles located on the front or back surface of the iol are typically deposits from the aqueous humor. Particles within the body of the iol are referred to as microvacuoles. The complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided by the reporter for further investigation. A root cause could not be determined from the provided photo. The manufacturer internal reference number is: (B)(4).